Event description:
It was reported a male patient who had a bilateral tka, underwent a revision procedure on the left knee, approximately 10 years post the initial procedure. Polyethelene wear and femoral knee debonding/loosening were reported. No further information known. This is 1 of 2 reports for this event. This is 1 of 2 events for this patient.

Manufacturer narrative:
D10: 02-012-35-5011: sn# (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.